Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to have instrument insertion issues. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a testing platform and failed the carriage friction test. After further investigation fluid intrusion was found on the main block and carriage cover. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted isi technical support engineer (tse) and reported that the operating room (or) staff faced an issue with the universal surgical manipulator 4 (usm) in the morning. The csr stated that the customer complained about force issue. The csr could not say if it was a set up joint (suj) or universal surgical manipulator (usm) problem. The tse viewed the system event logs, but did not notice anything relevant. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and was not able to reproduce the issue but replaced the usm due to errors in the logs. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. However, the evaluation is not yet complete.